Event description:
It was reported that for about 6-12 months, the patient¿s implantable neurostimulator (ins) had not stayed charged. The patient reported that he could sometimes feel stimulation for a little bit and then feel nothing. It was noted that the patient had been recharging every day and the recharger was working but lately could not get shaded coupling boxes. The patient stated he felt the recharger was not charging the ins. The patient reported that the programmer needed new batteries and was not working at the time of the report. It was also noted that for the past 2 weeks, the patient had been feeling pain around the implant site. The patient reported he had no falls and had a ¿general ache.¿ it was noted that the battery may have shifted. It was reported that the patient was not able to adjust stimulation. It was noted there was a problem with the patient programmer and the contact may be loose or bad. It was also noted that there were ins battery depletion issues. The patient stated his ins battery depleted very quickly, and that the issue started a year and a half ago and got worse. The patient stated his implant battery could go to empty after 5 minutes of use with a full battery. The patient stated he confirmed it with the patient programmer.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was upset because "neither the recharger nor the programmer recognized the device was even in his back and the battery would not take a charge." The patient stated that he last felt stimulation "quite a while ago." The patient had not seen his health care provider since the last report and he stated that "the problem was most likely that the battery was dead." A communication problem was reported and an overdischarge was suspected. The patient stated that he was told his battery was depleted, but he said "it had only been six years; it was supposed to last for ten, that was not right." Additional information was requested, but was not available as of the date of this report.